Event description:
It was reported by the affiliate that during a video cholecystectomy the instrument released the clips incorrectly, they overlapped. There was no pt consequence. The device is being returned.